Event description:
It was reported that the left ventricular lead had dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was in good health after the event.

Manufacturer narrative:
(B)(4).